Event description:
Patient was revised after 5 years due to a fractured implant. Patient reportedly experienced pain & swelling with weightbearing the entire period she had the implant and had achilles tendon release in 1999 to try to help the problem; which was unsuccessful.